Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered due to the sensing integrity counter (sic) as well as double counting on high rate non-sustained episodes. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.